Event description:
It is reported that a customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was at 50 mg/dl. The customer was assisted with troubleshooting and was informed that the sensor needs to be replaced. The customer did not want to send the infusion for reservoir set back for analysis. The customer stated they had skin irritation with the adhesive tape. No further information was provided.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.